Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the suction was not working and the pt's eye began to get soft, blood was noted in the vitreous during a vitrectomy procedure. Procedure was completely by changing the cassette. Add'l info has been requested.